Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the seat frame is cracked. The caller states the consumer weights about (B)(6) and states the left side tubing is cracked about 1 inch. The caller states the crack starts at the last seat attachment hole to where it attaches to the back cane.